Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 254 and 103 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips and meter for eval. Replacement products were sent to the customer.